Event description:
Right ventricular (rv) lead exhibited a polarity switch and low lead impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).